Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, failure to capture was observed on the right ventricular lead. Dislodgement was also noted. The patient was asymptomatic. The lead was explanted and replaced. The patient's condition is stable and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.